Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called in regarding an air detected in cassette alarm while in drain 3 of 4. The patient noted when they removed the cassette after the treatment they noticed fluid inside the cassette door. The patient's contact stated it appeared the fluid leak location was at the tubing connection of the cassette. The treatment was cancelled. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. The cassette was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.